Event description:
Customer reportedly received results of 187 mg/dl and 102 mg/dl within 10 minutes on the advantage system using comfort curve test strips. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Unable to rest because an empty vial was returned.

Manufacturer narrative:
Will not be returned to manufacturer.